Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced having a seizure and was unconscious for an unknown amount of time, the cgm was reading 140 mg/dl and the blood glucose reading was 40 mg/dl. The patient was found by a paramedic who did the fingerstick and reported the inaccuracy. The patient was brought to the hospital, but no details were available about the treatment received here, and the time of stay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.